Event description:
It was reported to philips that the system's frontal stand was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while performing a diagnosis coronary procedure. The patient was moved to another system to complete the procedure. The philips filed service engineer (fse) engineer checked the system onsite and confirmed that geometry movements were unavailable. Review of the logfile shows an internal fault in the amc drive. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that table and frontal stand movements were unavailable, accompanied by loud popping sounds from the frontal stand. On further troubleshooting, fse found that the pdu (2ny) had a missing light at x11, and no light was present on the gib frontal stand side. Upon further trouble shoot fse found missing 230 v supply to the gib and confirmed the missing light at pdu (2ny) x11. Fse swapped the x11 connection to a different pdu location, which restored light at the gib side however, the movement issue persisted. The fse again checked the system logfile along with nss and found a bib fault causing failures in the gib and frontal stand movements. To resolve the issue, fse replaced pdu, amc drive and clea3 cable outlet cover, downloaded board software to amc drive, ran adjustment in frontal stand, z1 rotation position and current, beam longitudinal position and current. The defective part was sent for analysis, for pdu malfunction was confirmed and the failure was found to be defective fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.